Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank, and patient sex is unknown (a3a).

Event description:
Contact reported receiving a malfunction alarm from her pump with a code that did not resolve. There was no adverse impact to her blood glucose level. She reached out for technical or product support to address the issue with her pump.